Event description:
Nurse started infusion and "door open alarm" sounded. Infusion pump would not operate. After troubleshooting pump with operations manager cracks in the hinges of door were discovered. Pump was exchanged. Treatment was delayed about three hours. No adverse effects expected.